Event description:
A total knee arthroplasty was revised and components were returned to MFR with no add'l details provided.

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.